Manufacturer narrative:
A ge service representative performed an on site investigation. The uninterrupted power supply was replaced. The system was then found to be operating as intended.

Event description:
The customer reported loud noises could be heard from the system then it shut down without command. No report of patient injury.